Manufacturer narrative:
(B)(4).

Event description:
According to the reporter prior to a gastrectomy procedure a balloon test was performed and the balloon broke when 20ml of liquid was injected. Another device was used to complete the procedure. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a balloon test, it broke when 20 ml of liquid was injected during a gastrectomy procedure. Two photos were received. Photo one was the balloon trocar and the syringe. Photo two was a close up of the hole on the balloon. The obturator was received. The inflation syringe was received. Visual inspection noted that the valve seal and locking collar were intact. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the cut in the balloon. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.